Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during maintenance the cs100 intra-aortic balloon pump(iabp) had an error message indicating insufficient negative pressure was found upon startup. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that inspection revealed a fault in the k6a electrode. The fse replaced the k6a vent valve and performed and passed all factory-specified safety and performance tests. The unit was delivered to customers for clinical use.

Event description:
N/a.